Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Finds additional reported incident against lot code 2863285 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. A search of the complaint database found no additional related reports for the lot codes 2508265, b53cv4, and 2496422. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
High rate of aseptic loosening of lcs complete tibial baseplates, which has been observed by the (B)(6) arthroplasty register. Revision (B)(6) 2013.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving additional information. The information does not change the investigational results therefore depuy still considers this closed.

Event description:
Update 16 august 2016 - a lcs surface topography case study of the norwegian arthroplasty registry has researched early aseptic loosening of a mobile bearing total knee replacement after registry based studies had reported an increased risk of aseptic tibial loosening for the cemented low contact stress (lcs) total knee replacement compared to other cemented designs; however the reasons for this have not been established. A retrieval analysis was initiated with the aim of identifying the failure mechanism. Reason for revision / adverse event details: loose distal, pain.

Manufacturer narrative:
Conclusion and justification status: high rate of aseptic loosening of lcs complete tibial baseplates, which has been observed by (B)(6). Revision (B)(6) 2013 the devices associated with this report were not returned. A search of the complaint database search finds additional reported incident against lot code 2863285 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. A search of the complaint database found no additional related reports for the lot codes 2508265, b53cv4, and 2496422. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. **addendum added 27 sep 2016** the complaint was reopened as additional information has been received from (B)(6). The paper was reviewed by bioengineering in (B)(4) which states the surface roughness of the lcs was introduced in the 1980s. Depuy performs post-market surveillance on the lcs system, registry data is reviewed as part of that process. No further action required. Post market surveillance per (B)(4) depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.